Manufacturer narrative:
The device history record for the reported lot number, m5096t503, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. No y-adapter was received. The sample was received with the cap of the thumb valve detached. The stem appeared intact with no breaks. The separation occurred at the bond of the stem and the cap. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was returned and is being evaluated. Upon completion of the investigation a follow-up will be filed. This lot was involved in an unrelated field action (product advisory notice) initiated on 07/29/2015. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported on (B)(6) 2015 that the tip of the y-adaptor that connects to the endotracheal tube broke off during use and was switched out for a new catheter without any issues. There was no patient injury.